Event description:
While installing the power cable the engineer accidently touched the lugs that extended past the safety shield and received a minor shock of electricity. The engineer received no injuries and required no treatment due to the minor shock.